Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a dexcom g7 that had failed to connect, resulting in no continuous glucose monitor (cgm) data and no new sensor started; a highest glucose of 360 mg/dl was confirmed by fingerstick, an infusion set was in the right lower abdomen, and a subsequent fingerstick was 270 mg/dl without symptoms, with a device pairing failure later noted. Symptoms included hyperglycemia. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to failure to follow instructions and not replacing the failed sensor, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error.